Event description:
It was reported that the patient's pump had stopped on more than one occasion. No patient symptoms were reported. The hcp planned to replace the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.